Event description:
It has been reported by the customer that a sara 3000 unit was used to assist a resident staying for short term care; they had been using a stand-aid from a different manufacturer at home. The resident was sitting on the toilet with their legs strapped to the sara 3000 and leaning forward when she was asked to sit up and place her hands on the device so that the sling could be positioned around them. The two staff members who were present were working to secure the sling before operating the device. Instead of placing her hands on the handles, the resident reached up and grabbed the inside portion of the lifting arm and sustained a deep skin tear from the sling strap fixing lug which required medical attention.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.